Event description:
The customer reported that the system would not boot up and displayed a software error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep taped the electrical cord, and reloaded the software. The system was tested and found to be working as intended and put back in service.